Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of missing ke45 at the forceps cover and pinhole on the cement around the light guide lens is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of "failed leak test. Detection by air/water supply area". This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the (ke45) cement at the distal forceps cover was missing. In addition, pinhole was observed on the adhesive around the light guide lens. There was no patient involvement.